Event description:
The user was explanted on (B)(6) 2023 after three different meningitis episodes. Reportedly the user recovered after each meningitis episode. There are no plans to re-implant the recipient.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient suffered from re-current post-operative meningitis and was explanted after the third episode. Reportedly the recipient has a medical history of incomplete partition type 2, which has also lead to a csf leakage, which are known risk factors for meningitis. Recipients with cochlear malformations have an increased risk of meningitis even without a cochlear implant. Further the recipient was not vaccinated against meningitis, which is recommended before cochlear implantation. The recipient is reported to be doing well and recovering from explantation surgery, meningitis has resolved and there is no current infection being treated.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient suffered from re-current post-operative meningitis and was explanted after the third episode. Reportedly the recipient has a medical history of incomplete partition type 2, which has also led to a csf leakage, which are known risk factors for meningitis. Recipients with cochlear malformations have an increased risk of meningitis even without a cochlear implant. Further, the recipient was not vaccinated against meningitis, which is recommended before cochlear implantation. The recipient is reported to be doing well and recovering from explantation surgery, meningitis has resolved and there is no current infection being treated. Mechanical damages are attributable to the removal surgery. In addition, the electrode array had partially migrated out of cochlea as confirmed by diagnostic imaging. This is a final report.

Event description:
The user was explanted on (B)(6) 2023 after three different meningitis episodes (the last one in (B)(6) 2023) and otorhinorrhea because of cerebrospinal fluid (csf) leakage. Reportedly the user recovered after each meningitis episode. According to the information received from the field the recipient suffered from re-current post-operative meningitis and was explanted after the third episode. There are no plans to re-implant the recipient.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The surgeon reported that they got the decision on (B)(6) 2023 to ex-plant the recipient due to suffering from 3 attacks of meningitis because of csf leakage after implantation. With the first attach in (B)(6) 2022. There are no plans to re-implant the recipient.